Manufacturer narrative:
The following 4 ml fx sodium fluoride / potassium oxalate tube (item (B)(4) lot# a151137l) may have no or low additive (sodium fluoride and potassium oxalate), which can effect analytical results for glucose and lactate. Sodium fluoride potassium oxalate tubes are most commonly used to preserve glucose concentrations in whole blood samples that are likely to experience a delay in sample processing. The absence of sodium fluoride could result in a glucose concentration lower than expected but this would also be a function of the length of time the whole blood sample remained unprocessed; thus it is impossible to predict how much the glucose concentration would have been less than expected. Glucose values would not be increased. Similarly, concentration of lactate could be greater than expected but this, too, would be a function of time and is impossible to know how the magnitude of the increase. The failure of the device would likely require sample recollection due to clotting of sample. Actual device not returned.

Event description:
Customer states that three of the five patient specimens drawn on (B)(6)2015 clotted. Some of the unused tubes appear to have no additive in them. All three patients were drawn by different employees and at different locations. Customer also stated that additional tubes in other unopened racks appear to be missing anticoagulant as well.